Event description:
Reporter stated that patient's blood glucose was tested, on the performa system, with a result of 276 mg/dl. Patient's blood glucose was reportedly retested, on a laboratory instrument, with a result of 127 mg/dl. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for evaluation.

Manufacturer narrative:
The event occurred in another country.